Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer experienced elevated blood glucose (bg) levels in the 200s (mg/dl). A manual injection was delivered to address bg levels. Customer reported they will revert and manual injections for diabetes management and therefore declined to complete troubleshooting with tandem technical support. Recommendation was made to contact tandem technical support should they desire to complete troubleshooting. Customer acknowledged.